Manufacturer narrative:
In the initial report, summary report was selected in error in section h1.

Event description:
The manufacturer received information alleging a patient who was using a ventilator was transported to a hospital. The patient's condition deteriorated, but she had a full recovery. Upon investigation, it was determined the patient's device required preventive maintenance and was replaced with a new device. The new device was put into use with incorrect settings which cased the reported event.